Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/05/2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 344 mg/dl after treating a false low cgm reading. The user calibrated the dexcom g7 sensor with a finger stick and entered the value into the ilet device. The user¿s bg was 154 mg/dl at the end of the call. No hospitalization was required and no long-term health effects were reported.